Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was discolored/abnormal additive form. This event occurred 240 times. The following information was provided by the initial reporter. The customer stated: "the upper and lower areas of gel look white and the area around the center looks deep yellow in some tubes. This issue is occurring in four cartons from the complaint lot."

Manufacturer narrative:
Investigation: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel or additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was discolored/abnormal additive form. This event occurred 240 times. The following information was provided by the initial reporter. The customer stated: "the upper and lower areas of gel look white and the area around the center looks deep yellow in some tubes. This issue is occurring in four cartons from the complaint lot."